Event description:
It was reported the patient had numbness from their knee down and in their hand. It was stated the patient was unable to walk and had temporary paralysis. It was noted the patient described that it felt like their leg was asleep and wouldn¿t wake up. The patient stated they had been accidentally elbowed in the stomach by their daughter twice and the patient wanted to know if the stimulation sensation could have been caused by their therapy. It was noted the patient had diabetic neuropathy since 2006 and was on medication to treat it. It was reported the patient had been ¿sick¿ since they were 15 years old.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported the patient was seen for a post-operative visit on (B)(6)-2013 and there was nothing wrong with the device or the patient at that time. It was noted they adjusted the stimulation to increase the cycle on/off and the patient was getting good therapy and had no issues. Reportedly, the patient refused to come into the doctor¿s office and be evaluated since then.